Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clips were not closing. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lab sigma procedure, a blade broken. Part did not fell into pt. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
(B)(4). Dropping or ejected clip. The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed and ejected the remaining clips. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.